Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to rotate within the cap at 183,583 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber glass cap show signs of a circumferential fracture proximal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap distal to the fracture is not attached to the metal cap (adhesion failure). The metal cap shows char at the output window region. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The circumferential fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.